Event description:
It was reported that when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. The procedure finished with a smith and nephew backup device. Surgical delay were not reported. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. The visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed reduced adherence. Root cause determined as a raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.